Manufacturer narrative:
A full evaluation of the device could not be conducted as no autopsy was performed and the pump was not explanted. No product was available for investigation. The report of power elevations was confirmed based on the submitted log file. A specific cause for the change in pump parameters could not be conclusively determined. A second log file was submitted which captured no further elevations in pump power and flow. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information: it was reported that on (B)(6) 2018 and (B)(6) 2018, there were multiple intermittent power and flow elevations that were associated with pulsatility index (pi events). The graph showed power and flow trending upward with pi trending downward over time. The patient's lactate dehydrogenase (ldh) was found to be significantly elevated with a therapeutic inr and antiplatelet requiring IV aggrostat or integrilin to decrease ldh. The patient required multiple hospital stays. On 07 jul 2018, it was reported that the patient's medical team was debating whether or not to proceed with a pump exchange as the issue seemed to be bleeding on adequate anticoagulation or a suspicion of vad thrombus; however, the patient refused a pump exchange. The pump was turned off on (B)(6) 2018 and the percutaneous lead (driveline) was cut. The patient was sent home and expired on (B)(6) 2018 in their sleep.

Manufacturer narrative:
Approximate age of device - 10 months and 6 days. The patient remains ongoing with the device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the patient had an elevated lactate dehydrogenase (ldh) with therapeutic inr and multiple spikes in power and flow. The patient received intravenous aggrastat or integrillin to decrease ldh. Flow and power decreased significantly over the last two weeks; however, as of (B)(6) 2018, the patient¿s ldh was elevated significantly. Vad thrombosis was suspected. On 07 jul 2018, the customer reported they were considering a pump exchange. No additional information was provided. The manufacturer¿s technical service representative reviewed the submitted log files and observed power and flow trending upward with pi trending downward over time.

Manufacturer narrative:
Device evaluation: the pump was returned for evaluation on 20 aug 2018; however, it appeared to have still been implanted in the patient while they were cremated following expiration. Due to the state in which the device was returned, a full evaluation could not be performed.